Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a signal artifact monitor (sam) on implant date due to high out of range right atrial (ra) lead impedance measurements above 3000 ohms. Technical services (ts) was consulted and noted this was likely during implant setting and explained feature functionality, the device appeared to be functioning as programmed. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned by the customer, therefore, no product analysis could be performed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a signal artifact monitor (sam) on implant date due to high out of range right atrial (ra) lead impedance measurements above 3000 ohms. Technical services (ts) was consulted and noted this was likely during implant setting and explained feature functionality, the device appeared to be functioning as programmed. This crt-p remains in service. No adverse patient effects were reported.